Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, it was noted that the right atrial lead was dislodged. Lead repositioning with the stylet was unsuccessful. The lead was capped and replaced. The patient's condition was stable post procedure.